Event description:
It was reported by the patient that their lead was explanted because it "moved around and was defective". No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 5076-52 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date 2019-10-30;  product ID 6935m62 (serial: (B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2019; product ID dtma1d4 (serial: (B)(6)); product type: 0236-crt-d; implant date (B)(6) 2022; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right atrial/his bundle lead was replaced because the physician did not like the placement of the of the lead. There was no issue with the lead, the physician wanted to change the placement.